Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported elevated blood glucose (bg) levels in the 300's (mg/dl). The customer was consistently able to resume insulin and delivered injections to stabilize bg levels.